Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that on arrival for his next scheduled procedure for the 2nd stage ins insertion he indicated that he had still been having ooze from his wounds and through the new dressings. The patient did respond well to stimulation in regards to bowel function. After preparing the patient for surgery and removing the dressings it was noted there was significant skin irritation at the percutaneous lead exit site as well as the lead insertion site where it had not healed. It was noted that the irritation was rectangular shape. The future pocket site and current connection point for the lead and percutaneous extension looked to be okay, however it was decided to not risk the chance of device infection so the pocket was swabbed to test for bacteria and potential antibiotic therapy going forward and both components completely explanted. Patient will return for a single stage implant of an snm system once current potential infections and wounds have healed. There was no issue with the lead, the implant site showed signs of potential infection so the ins insertion was abandoned for the patient to be treated prior to returning for a single stage implant. No device issues reported. The issue was not resolved the time of this report.

Manufacturer narrative:
Concomitant medical product: product ID: 978b128, lot/serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Product ID: 3560022, lot#: va2esua, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 14-apr-2023, UDI#: (B)(4). Product ID: 3560022, serial/lot #: (B)(4), ubd: 05-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hhke, implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product type lead product ID 3560022 lot# va2esua, implanted: (B)(6) 2022, explanted (B)(6) 2022. Product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that device was discarded, this was a medical decision to remove the lead due to possible infection at the surgical site as per the photos provided in the original report.